Event description:
Prior to a myosure procedure for tissue removal, a hysteroscopy was done with a myosure hysteroscope, and the physician noted good distension. He continued with the procedure with another hysteroscope (not a hologic device). A fibroid was removed in approximately 30 seconds of cutting time. At this time, the patient's abdomen was found to be "full of fluid", deficit unknown. Normal saline was used as the distension media and no fluid management system was in use, other than a "pressure cuff." It was reported the patient "did not have symptoms of fluid overload" and was "noted to be stable the entire time." However, the patient was admitted to the emergency room (ER). We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not ale to be conducted for the myosure system as product identification numbers were not provided by the complainant. (B)(4).